Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high (specific value unknown) at the time of event and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012410, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012410 was manufactured according to the wi version 121 and manufactured in the line 4 on 26-mar-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5c05417 was manufactured according to the wi version 67 and manufactured in the machine sc09, on 26-mar-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5c01542 was manufactured according to the wi version 9 and manufactured in the machine itl01, on 27-mar-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5c01528 was manufactured according to the wi version 9 and manufactured in the machine itl01, on 23-mar-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformances nc 2181127 was raised during the manufacturing process (lack of documentation). This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the manufacturing process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.